Event description:
Customer called lfs in 2002 alleging their ot profile was reading inaccurately low. Medical affairs specialist called the customer's home in 09/02 to verify the information they provided to customer service but the customer was unavailable. The customer's family member was able to verify the information. In 2002, at approximately 11:00 p.m. Cusotmer was taken to the hospital (emergency room). When their blood sugar was tested at the ER the customer had high blood sugar. The customer stated they had been receiving really low readings all day, they continued drinking o.j. And taking tablets to elevate their bg values. When the customer was in the emergency room they found the customer's levels were 400+mg/dl. (It is unknown why the customer went to the hospital) the customer brought their meter to the hospital and tested in the ER along with the lab. The readings on the customer's meter while there were 175 and 179 mg/dl. The customer was treated with an injection and an i.v. With insulin. No further information has been reported. The customer purchased a new meter. The meter was not replaced, new test strips, control solution, and a checkstrip were sent to the customer to test the meter. Customer was asked to call back after they obtained the supplies to troubleshoot the meter.